Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including manual 30j testing with known good accessories, stress testing with vibration, thermal extremes testing, and automatic defib cycling without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. The multifunction cable and pads were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.